Manufacturer narrative:
There is insufficient information to perform a product investigation.

Event description:
Consumer contacted via social media and stated that when she removed a tampon, she found that a part of it appeared broken off. No injury was reported.